Event description:
It was reported that during cleaning at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leak was not able to be confirmed by a manufacturer repair technician during device evaluation. No failures were found that could have contributed to the reported event. The device was serviced for preventative maintenance and returned to the user facility.

Event description:
It was reported that during cleaning at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.